Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device implant procedure, the right ventricular lead connector pin could not be completely plugged in the device header. The device was not implanted and was replaced. The lead was successfully connected to the new device. The patient was stable.

Manufacturer narrative:
The reported field event of header anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.